Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the reported issue was unable to reproduce and there was no trouble found when testing the system, and no faults in the logs. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the universal surgical manipulator 1 (usm1) was spinning on its own. The technical service engineer (tse) found no related errors in the logs and inquired what part of the system was spinning but the customer was unable to articulate the exact portion of the usm. The customer repositioned and redocked the usm1 twice prior to calling in the issue. The procedure was completed with no reported injury.